Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The current location of the device is unknown. Associated products: medical product: g7 10 deg e1 liner 36mm e. Catalogue number: 010000896. Medical product: tprlc 133 mp 12/14 bm so 12.0 m 12/14. Catalogue number: 51-136120. Medical product: g7 finned bm 3 hole shell 52e. Catalogue number: 110017123. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported, that: a patient underwent initial right hip arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to infection on (B)(6) 2016, including joint lavage, replacement of mobile components of hip prosthesis and antibiotic treatment (intravenous & oral) for 4 weeks. No further outcome.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: adequate information has not been provided and the product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a complaint history search. A review of the device history records could not be conducted as the lot number has not been provided. A review of complaint history identified 1 additional similar complaint about the reported item 650-0836 (unable to check batch lot combination as the lot number is unknown). This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It can not be confirmed that the implant is not within the scope or subject of any field actions or recalls as the lot. The number is unknown. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as relevant information has not been provided and the product has not been returned for evaluation. The root cause of the reported event cannot be determined with the information provided. Corrective or preventative action is not required as the reported event has not been confirmed as the product has not been returned for evaluation. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: a patient underwent initial right hip arthroplasty on (B)(6) 2016. Subsequently, the patient was revised due to infection on (B)(6) 2016, including joint lavage, replacement of mobile components of hip prosthesis and antibiotic treatment (intravenous & oral) for 4 weeks. No further outcome.